Event description:
The reporter stated that a full syringe of morphine was placed on the pump. The unit was programmed and delivery was started. The display showed the medication infusing properly. A few hours later, it was discovered that although the display showed 108 mg of morphine administered, the syringe was full. They were infusing at a rate of 12mg per hour using a 30cc syringe with a flow rate of .2 ml. The pump was being used on a pt. The reporter commented that "the pump should not appear to be infusing if the syringe is not properly placed".